Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "hard lumps", "numbness", "tender", "irritation", "redness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ with lidocaine in nasolabial folds. 3 months later, patient presented with ¿lumps¿ were filler was injected, and reported area was ¿feeling tight¿. Hcp observed patient had lump on left side, "causing irritation," which felt, "weird but not hot." Patient was advised to take, "piriton and bufen," apply a cool pack, and gently massage. The next day, patient complained symptoms "feel worse," and that, "more lumps are forming." Patient seen by gp who prescribed "flucloxacillin 250 mg qds" and "prednisolone 20 mg daily." Patient examined by hcp 2 days later, "lumps palpable," and, "small grape in size but tender." Patient prescribed, "clarythromycin 500 mg," (once flucloxacillin course ends). Patient¿s symptoms persisted for 3 more days, with the patient reporting: "a bit more painful and swollen", "face feels hard swollen still¿. 7 days after onset, patient complained of "numbness to her face." Patient was treated with hyalase and felt they could, "open [their] mouth more." 10 days after onset ¿patient still had, "hard lumpy areas," and swelling. Patient treated with 300 units hyalase to the right side and 200 units hyalase to the left side.¿ swelling reportedly reduced on day 11. On day 17, patient reported decrease in swelling and redness and that they were no longer experiencing pain. Patient taking doxycycline and clarithromycin. Physician noted there were still 1.0 cm to 0.5 cm clusters of, "hard lumpy areas," on the right side, "rather than one big mass," as was previously noted. Symptoms ongoing.